Event description:
It was reported that the balloon was found damaged 7 days after placement. Per email received on 18 october 2018 from anori ishii, there were no damages found on the balloon.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found the balloon was not burst. The balloon was able to be inflated and deflated without difficulty. The sample was evaluated, no pinch or blockage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was found damaged 7 days after placement. Per email received on (B)(6) 2018 from (B)(6), there were no damages found on the balloon.